Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4). 3 of 3 reports.

Event description:
Customer reported false negative reactions with a patient later confirmed with anti-d that failed to react with d positive cells to 0.8% resolve panel a lot # vra226 in manual gel method. The patient was initially tested with immucor cells and echo instrument with 4+ reactions to d + cells, and later confirmed with anti-d using immucor panel cells. Customer states facility procedure requires confirmation of all positive reactions from immucor echo with gel testing, hence when discrepancy was seen. Daily qc testing was performed and acceptable. Visual appearance before use was satisfactory with no signs of hemolysis or haze.